Manufacturer narrative:
According to the customer, the patient reported that his "remote was not working" and upon further inspection it was noted that "there was a burning smell and the pendant was smoking". The customer reported there was no noted melting of the device, and no injury occurred as a result of the reported issue. The customer reported that after the incident occurred the product was removed from the patient's room. The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the patient reported that his "remote was not working" and upon further inspection it was noted that "there was a burning smell and the pendant was smoking".